Event description:
Info received indicated the brakes would not hold.

Manufacturer narrative:
The hill-rom tech indicated the casters were worn out. He replaced the total lock casters and the corner steer caster to resolve the issue.